Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump's display experienced a change in the color of the pixels. There was no further information available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was discolored and faded. The display screen was replaced with a test display screen and the contrast returned to normal. The display lens was observed to be badly scratched. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is unresponsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.